Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of medical records, recurrent dislocation. Medical records indicated that the patient undergone closed reduction on (B)(6) 2018, but it was dislocation again. Then the patient was revised for history of recent adverse tissue reaction following metal on metal total hip replacement with super infection and right dislocation x2. Operative notes reported that there were a significant amount of fluid encountered which was sampled. It was identified the prior pocket subfascial where the metal on metal reaction had created a dead space. Doi: (B)(6) 2018; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> lot c74593. The device manufacturing record (DHR) and sterilization certificate was requested and reviewed. No related deviations or anomalies were identified. Device history review ==> lot c74593. The device manufacturing record (DHR) and sterilization certificate was requested and reviewed. No related deviations or anomalies were identified.